Event description:
It was reported that balloon rupture occurred. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. During inflation, the balloon burst without reaching to the maximum rated pressure. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 09/01/2024 as the exact event date was not reported. Device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 16mm in length and extended from a position 1mm proximal of the proximal markerband to 14mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified with the device and no patient complications were reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 09/01/2024 as the exact event date was not reported.

Event description:
It was reported that balloon rupture occurred. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. During inflation, the balloon burst without reaching to the maximum rated pressure. No patient complications were reported.